Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 49:04 minutes, 337,652 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed firing out of the tip. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no harm to patient" - there was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks and slight melting, and partially erased blue arrow indicator. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.